Event description:
Hold for kp 3.15the patient came in reporting pain and the cause is unknown. The surgeon revised all components and revised them with competitor components 2 months after primary. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2022: lot 1905117: (B)(4). Expiration date: 2024-09-01. No anomalies found related to the problem. To date, (B)(4). Additional devices involved: batch reviews performed on 18 february 2022: gmk-sphere 02.12.0002r femoral component sphere cemented size 2 (k121416) lot 171814: (B)(4). Expiration date: 2022-06-26. No anomalies found related to the problem. To date, (B)(4). Gmk-sphere 02.07.1202r tibial tray fixed cemented size 2 r (k090988) lot 2011075: (B)(4). Expiration date: 2026-02-28. No anomalies found related to the problem. To date, (B)(4).